Event description:
A patient underwent a 3 level spinal surgery from level l3-l5 on (B)(6) 2021 consisting of seaspine's mariner pedicle screw system. Seaspine was made aware on 25 feb 2022 that the two set screws at the l3 level loosened from the construct in the postoperative period.

Manufacturer narrative:
Review of the x-ray provided confirms one set screw has loosened; however, the second reported cannot be visually confirmed. No surgical intervention is planned at this time. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.